Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with scd 700 compression system-us. The unit came in to the mfg plant and svc found that the unit had water inside.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion the results will be forwarded.